Event description:
Additional information was received indicating that the device and lead continued to exhibit high shock impedance measurements. Monitoring will be continued. The system remains in service and no adverse patient effects were reported.

Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. Additionally, it was confirmed that all other measurements were within normal limits and no revision was done. At this time, they performed frequent monitoring. The device and lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.